Event description:
It was reported that the ilet user experienced hyperglycemia to 209 mg/dl after eating when their glucose had been 90 mg/dl and they did not announce the meal; this constituted a missed meal announcement and a use-process issue related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user subsequently reported a glucose of 165 mg/dl and back in range. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to improper or incorrect procedure related to meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.